Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va09hd9, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) , ubd: 24-may-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported they had an x-ray and they could see the lead hanging straight down. The patient also reported one of the wires was already out. The patient stated she could see it on the x-ray. The patient noted it was just hanging there. The patient stated the lead was still connected to the ins it just came out of the nerve. The patient stated it was not helping symptoms. The patient stated it worked for a very little while and then stopped working maybe two year prior. The patient noted she had an autonomic dysfunction, so she had urge frequency, retention, incontinence of the bladder. The patient noted they put the device on the wrong side of the hip. The patient noted she left hip went out of place all the time. The patient noted they put the battery on the right and the wire on the left. The patient noted the wire crossed over the tail bone and it was always sore. The patient noted she had an x-ray of their tailbone and hip because she had arthritis and they saw the lead just hanging. The patient stated their tailbone had been sore since (B)(6) 2013. The patient stated the lead had been hanging for probably six months. The patient noted her symptoms returned of the bladder returned maybe 2 years prior to the report. There were no further complications that have been reported as a result of this event.